Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. The device was returned back to livanova and "fluid/ moisture ingress" (dried fluid on electrical components) was identified as root cause of the reported failure. The cause for the fluid entrance might be due to "use condition" (e.g. Cleaning).

Event description:
Livanova (B)(4) received a report that s5 erc tubing clamp / 620mm failure message was indicated during setup. There was no patient involvement.